Event description:
It was reported that during a da vinci ventral hernia repair procedure, the endowrist one vessel sealer instrument had a blade exposed error. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The endowrist one vessel sealer instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's blade was dislodged. Visual inspection revealed that the blade was out of garage roughly 0.112. There was no damage found on the conductor wire. Failure analysis investigation also found instrument's snake wrist was dislodged. Visual inspection revealed that the snake wrist was dislodged but there were no broken pieces. The instrument could not be tested due to snake wrist damage. It was concluded that the snake wrist damage may have been due to mishandling. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the dislodged snake wrist found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.